Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Also, the device was not prepared (air aspiration) outside the anatomy. It should be noted that the cdc, nc trek rx, global, IFU specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 clarifier- incorrect prep

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the right coronary artery (rca). For pre-dilatation, the 2.5x20mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy; however, when the balloon was inflated to nominal pressure, 12 atmospheres (atm), the balloon failed to inflate. The pressure was increased to 18 atm; however, the balloon would still not inflate. A third attempt also failed. The bdc was removed from the patient. A 2.25x20mm nc trek was used to continue the procedure. It was noted that prior to use, the device was not soaked but was flushed and was not prepped outside the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.